Event description:
An optometrist reported that he was unable to refract a patient post cataract surgery where the femtosecond laser system was used. The optometrist reported that the event may have occurred as a result of other underlying ophthalmic issues. Upon examination, the optometrist noted that the endothelium and epithelium appeared abnormal. The patient was seen by the surgeon and a bandage contact lens was placed on the affected eye. No specific information was available regarding the impact to the patient.

Manufacturer narrative:
Data available is not sufficient to either establish or deny a causal relationship between the device and the event. The device history records were reviewed and there were no unusual findings related to the reported issue. (B)(4).